Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with intexen lp mesh on an unspecified date to treat her pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, neuroma, permanent and substantial physical deformity, emotional distress, has undergone and will undergo corrective surgery or surgeries, as well as other damages.

Manufacturer narrative:
It is unk what device was utilized to implant intexen lp product. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.